Event description:
It was reported that a flogard infusion pump did not function. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A review of the alarm log and a visual inspection identified an f22 alarm. The reported issue of "does not function" was confirmed as f22 alarm, which was caused by a defective central processing unit (cpu) board. No further testing has been completed at this time, and no repairs have been performed as the referenced device has been removed from service.